Event description:
It was reported that an asymptomatic patient presented to the clinic remotely on (B)(6) 2021 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by post paced t wave oversensing. No programming changes were performed. The patient will be monitored going forward. The patient was in stable condition.